Manufacturer narrative:
Reporting institution phone: & reporter phone number: (B)(6).

Event description:
It was reported that while device was being used on a patient it did not display the tidal volume (vt) value. This prompted the facility to place patient on an alternate ventilator to continue therapy. The device was in patient use at the time of the reported event. There was no patient harm, injury, or medical intervention noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The event log was requested but unavailable. Additional information received from philips international partner confirmed that the hospital equipment department replaced the air sensor, and the device was returned to the intended specification and back in service with no further issues. Patient demographic information is requested but is unavailable. The device was operational after repairs were completed.